Event description:
Carotid patch was opened from peel back package and contents placed on sterile field. The patch was sutured in place. It was noted that printed info on peel back package includes: sterile unless opened or damaged. Only innermost package and contents are sterile. Surgeon was notified. The pt was reprepped and redraped. The carotid patch was removed. Copious irrigation patch was sewn in place, and the wound was again irrigated with antibiotic solution.